Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by one of the following; a defective image sensor unit, a defective video connector circuit board, or a system failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed as the reported e315 error was not reproduced. The evaluation found that the bending angle was insufficient due to elongation of the angle wire, the play of the angle knob was out of the normal state due to elongation of the angle wire, scratches on the insertion tube were recognized, wrinkles in the insertion tube were observed, the curved rubber adhesive was missing, the curved rubber bond was cracked, the curved rubber adhesive part was cloudy, the air and water nozzles were clogged and the draining function was reduced, and cracking of the illumination lens was recognized. Additionally, the adhesive part of both the objective lens and lighting lens had come off due to handling, there was a scratch on the harness adjustment ring, the operation part cover surface had come off, wrinkles were observed in the universal cord, there was peeling of the paint on the air/water supply cylinder, and some paint peeling on the suction cylinder. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis lucera colonovideoscope, there was an e315 error. There was no patient harm associated with the event.